Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was fluid discovered during a pd treatment. The patient found fluid in the pump module area of the cycler as well as fluid on the external part of the cassette. The patient was instructed to wipe down the cycler and try it again for the next treatment. In a follow up, the patient verified the event and said there was no harm, intervention or adverse event associated with the leak. The patient did get a new cycler. The cycler is available to return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that there was fluid discovered during a pd treatment. The patient found fluid in the pump module area of the cycler as well as fluid on the external part of the cassette. The patient was instructed to wipe down the cycler and try it again for the next treatment. In a follow up, the patient verified the event and said there was no harm, intervention or adverse event associated with the leak. The patient did get a new cycler. The cycler is available to return.

Event description:
A peritoneal dialysis (pd) patient reported that there was fluid discovered during a pd treatment. The patient found fluid in the pump module area of the cycler as well as fluid on the external part of the cassette. The patient was instructed to wipe down the cycler and try it again for the next treatment. In a follow up, the patient verified the event and said there was no harm, intervention or adverse event associated with the leak. The patient did get a new cycler. The cycler is available to return.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Ast test was passed. No fluid leaks in the test cassette during the ast test. System air leak passed. Valve actuation test passed. The internal inspection of the cycler showed no discrepancies. Mushroom head check passed.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.